Event description:
It was reported by service report that the stair chair has a broken seat support and would not support weight. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: lock bar strut.